Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon fired a reload with the idrive handle for the first application on the stomach. The handle geared down at the distal end of the firing sequence. The surgeon decided to use another reload for the second application. He placed the staple reload in the crotch of the previously fired staple line. As he started the firing sequence, the handle pushed the knife blade assembly forward about 5-10mm and then it stopped. The surgeon waited 30 seconds to allow the tissue to compress and then pressed the fire button again. It did not move forward. Once he realized that the handle was not going to complete the staple line, he retracted the knife blade and opened the jaws. After cutting the buttress material away form the jaws of the reload he removed the stapler. He then cut out all access buttress material from the staple line. The surgeon loaded another reload and tried again. The surgeon got the same results. The handle stopped about 5-10mm into the firing sequence and the surgeon had to retract and remove the stapler and buttress material again. Next the surgeon uses a different type of reload with a manual handle. The handle cracked during the application, but he was able to make it through. He used one more reload and then used the idrive handle and two egia60trsamt to finish the transection on the stomach. The last known patient status is good.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter and two reloads. No visual abnormalities were noted for the adapter. Visual examination of the cartridges noted that each reload was partially fired with the distal end sutures and part of the reinforcement material still attached. The first reload had damage to the cutting edge of the knife blade. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload cut cleanly on the appropriate test media and all staples were formed correctly. The first returned reload was then inserted onto the adapter and was fired fully articulated left. The reload did not cleanly cut the appropriate test media due to the knife blade damage, however all remaining staples were formed properly. The device entered slow mode at the one cm cut line, but was able to complete the firing. The distal sutures released and the reinforcement material was placed correctly. The second returned reload was then inserted onto the adapter and was fired fully articulated left. The reload cleanly cut the appropriate test media and all remaining staples were properly formed. The device was able to complete the firing without entering slow mode. The distal sutures released and the reinforcement material was placed correctly. A review of the endo gia adapter device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.